Manufacturer narrative:
Citation: leone et al. Prosthesis-patient mismatch after transcatheter implantation of contemporary balloon-expandable and self-expandable valves in small aortic annuli. Catheter cardiovasc interv. 2023 nov;102(5):931-943. Doi: 10.1002/ccd.30818. Epub 2023 sep 5. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding prosthesis-patient mismatch after transcatheter implantation of balloon-expandable and self-expandable valves in small aortic annuli.  The time frame of this study was between june 2011 and april 2020.  The study population included 628 patients who were predominantly female with a mean age of 83 years.  Devices from multiple manufacturers were implanted in the study population; medtronic devices included evolut r and evolut pro bioprosthetic valves. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients, adverse events included: vascular complication, need for second valve implantation, arrhythmia requiring permanent pacemaker implant, major bleeding complication, mean atrio-ventricular gradient =20 mmhg, moderate to severe paravalvular leak, myocardial infarction, transient ischemic attack/stroke, acute kidney injury, and hospitalization for heart failure. No further information was provided pertaining to medtronic products.